Event description:
Customer called inquiring about system functionality - specifically if there was a way to determine if arrhythmia alarms were turned off or on during specific events. The biomedical engineer stated that the nursing staff informed pt the vision system had not alarmed during the event. The hard drive was returned to invivo for analysis and it was determined that the arrhythmia alarms were turned off and were not turned back on until after the period of interest.